Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer was able to complete pump rewind. The alarm history contained both a motor position encoder error and more than one motor error alarm within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.